Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during implant, the leads were unable to be connected to the device. The device was not implanted and was replaced. The procedure was completed without any adverse consequences.

Manufacturer narrative:
The reported field event of an inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified foreign material at the bottom of the set screw bore. This material prevented the set screw from fully securing the lead. The cause of the foreign material was found to be a manufacturing anomaly.